Event description:
During a procedure the surgeon noticed that the liss insertion guide did not align the guide wire in the holes of the df plate. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.